Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a mesenteric artery stenting procedure. Reportedly, no suture was seen with plunger removal. The device became stuck. The vessel was incised and the proglide device was removed. While removing the device, it was noticed the guide was broken yet held together with the actuator wire. The proglide was thought to have caught on calcification. Surgical suturing achieved hemostasis. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.

Event description:
Subsequent to previously filed report, additional information was received: reportedly, during device insertion into the anatomy, the device became stuck [the device was not deployed as previously reported]. The vessel was incised and the proglide device was removed. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. Difficult to insert the device and entrapment of the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code - 1142 removed.